Event description:
It was reported that there was an adverse event, the patient had gone in for a battery change on (B)(6) 2014. Following the procedure an impedance check was done and impedances were fine. The patient was in for a follow-up appointment and an impedance test was done, high impedance values were noted. Possible revision to correct this was discussed but the date of when it would occur was unknown. Exact timing of high impedance was unknown but was between (B)(6) 2014 and the date of this report. No outcome or intervention was reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v556377, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v556377, implanted: (B)(6) 2010, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via a manufacturer representative reported that when the patient got home following implant their left arm was weak. It was reiterated that one side had high impedances, and that the healthcare professional (hcp) programmed around it for 18 months, after which point the device had to be replaced due to an elective replacement indicator (eri). No further complications are anticipated.